Event description:
A user facility medsun (# (B)(4) ) was received reporting the following: during cardiac surgery, transesophageal echocardiogram (tee) machine worked for initial exam. Subsequently the echo image froze and anesthesiologist was unable to complete echo. Steps taken to restart machine unsuccessful. New tee machine obtained from heart station. It is unknown what surgery was performed. No patient harm was reported. The reported indicated that a product problem occurred. It is unknown if the procedure was completed, the medsun documented a new tee machine was obtained from the heart station. Although multiple attempts were made, no further information was received from the customer. If further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded the x8-2t transducer¿s connector had burnt pins from fluid ingress. This is a sign of a maintenance issue.